Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Reprocessing was not completed before the device was sent to olympus.¿ therefore, we confirmed that the device did not meet its specifications and function. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope indicated a blockage. There was no report of patient harm. The device was returned, evaluated, and there was foreign material in the air/water tube and the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was confirmed. It was found that the amount of water contact did not meet the standard value due to damage on the nozzle, and water was not fed due to clogging of the nozzle. In addition to the foreign material found in the air/water tube and the nozzle, other evaluation findings are as follows: water tightness was lost due to adhesive peeling between the light guide lens and the distal end, and there were foreign objects in the air/water cylinder. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.